Event description:
Rptr has found several gastrostomy feeding tubes mislabeled. The internal balloon is marked "2000" on the product, but "7-10 ml" on the product package. This is on multiple packages including multiple lot numbers. This is the second event.